Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient with stage 5 chronic kidney failure was treated for hemodialysis at the blood purification center, when the patient¿s neck was intubated, the doctor found that the catheter was semi-solid and it could not be used which made the treatment impossible. There was a delay in treatment and increased costs. They immediately replaced the catheter for treatment. There was no reported patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient with stage 5 chronic kidney failure was treated for hemodialysis at the blood purification center, when the patient¿s neck was intubated, there was an insufficient flow found when the blood was drawn back after the operation. The lumen in the catheter shaft was unusually narrow. The doctor found that the catheter was semi-solid. Normally, there should be two semicircular gaps in the lumen, but one of the lumen was semicircular and there was no gap inside. The occlusion might not be due to thrombosis. It was stated that no anti-coagulant used and flushing was done prior to use and the result was normal. It was noted that there was no blood return prior to syringe flush and it was mentioned that the line was hard to flush. It was not the infusion line. The customer did not try to reverse the line. No success in reverse flow. There was no kink in the catheter. There was no problem with the catheter's dimension. There was no leak, no tego utilized, no cleaning agent used on the device, and no luer adapter issue. The insertion site was treated with disinfection prior to product placement. Nothing unusual observed on the device prior touse. No other products being utilized with the device. No other defects/damages found on the product. There was no damage to the device's box or packaging. The product/kit still was sealed upon receipt of the customer. The product could not be used which made the treatment impossible. There was a delay in treatment and increased costs. There was no blood loss. No intervention/treatment required as a result of the event. They immediately replaced the catheter for treatment with another product of the same lot on the same day and the issue was resolved. The procedure was completed. There was no reported patient injury.